Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: corrosion seen in the battery compartment and on the battery cap. Pump failed leak testing with case seal leak. Pump opened for further investigation. No evidence of moisture seen inside the pump. The power flex , battery terminal connections and pcb components were inspected; no defects were found . The low/replace battery alarms were confirmed in the pump history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a case seal leak and corrosion in the battery compartment. This report is made based on the results of an investigation completed on (B)(4) 2013.